Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The x-ray revealed the helix mechanism was not fully extended. It was not known if the helix had pulled back or if it was never fully extended. A revision procedure took place and the ra lead was successfully repositioned. No adverse patient effects were reported. Additional information was received that this patient may have an infection. No symptoms have been reported, but the patient self reported they did not take their antibiotic pills when they were sent home. There is no information to suggest this device system has been revised or intravenous antibiotics administered.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.